Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were taking insulin and the insulin pump beeped subsequently for a motor error alarm and a compromised force sensor system alarm. The customer's blood glucose level was 238 mg/dl at the time of the incident. The customer reported that the drive support cap was protruded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However device alarmed e70 during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime/a33 test, excessive no delivery test or verify motor error.